Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient's ipg is receiving an elective replacement indicator warning. It is unknown if this occurred prematurely. As a result, surgical intervention may occur to address this issue.

Event description:
Patient underwent an ipg replacement to address the issue.

Manufacturer narrative:
Correction: review of lead diagnostics indicate the device voltage was within specifications to trigger the eri message. As such, the device is no longer reportable.based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life.